Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the pump kept beeping when one cassette was being used. Another cassette resolved the beeping. No details provided on the type of pump alarm. The position of the pump when the alarm occurred is unknown. No additional information is available at this time. The reported product fault did occur while in use with the patient. The product issue did not cause or contributed to patient or clinical injury.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. A review of the device history records could not be completed as no item/lot number was provided by the customer.